Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedances measuring greater than 125 ohms. Technical services discussed impedance trending and when to test with a 41j shock. At this time, the lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedances measuring greater than 125 ohms. Technical services discussed impedance trending and when to test with a 41j shock. At this time, the lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that noted this right ventricular (rv) lead had a sudden drop in pacing impedances that went from 800 ohms to 700 ohms. Additionally, r-waves have slowly decreased. At this time, the lead remains in service. No adverse patient effects were reported.